Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. No further information regarding the issue has been provided. No service has been performed by philips since the quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system does not boot. The device was not in clinical use. Philips has started an investigation of the complaint.